Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of silicone excess malfunction during the production process including a sustaining force test to confirm silicone is present, a silicone content test to confirm the amount of silicone, and visual inspections during the production process and at the packaged product. Investigation conclusion: this complaint was filed to request information about the inspections for silicone in the manufacturing process of the syringes. At the beginning of a batch breakout and sustaining force test is performed to confirm silicone is present and the force required to move the plunger rod is within the specified range <9lbs. At the middle and end of a batch silicone content test is performed to confirm the amount of silicone is within the specified range: 5.5mg to 12.0 mg. 50 samples / hour are visually inspected at in process. 8 samples / hour are visually inspected at packaged product. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the request from bd korea, the applicable information has been included in this complaint investigation report. No further action is required.

Event description:
It was reported that the bd luer-lok¿ tip syringe had excessive silicone in it. This was noticed before use. The following information was provided by the initial reporter: "excessive silicone in the syringe."